Event description:
It was reported that, during an orif surgery, the evos small 2.5mm drill w/ao qc long broke inside the patient¿s bone. The broken drill bit end was left inside the patient¿s tibia. Surgery was performed with a non-significant delay, with the same device. Patient was discharged and is recovering normally.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the breakage of the evos small 2.5mm drill w/ao qc long drill bit. It was reported the broken drill bit end was not recovered from the patient. As of this date, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported drill bit breakage could not be determined. The evos small 2.5mm drill w/ao qc long are comprised of 17.4 ss, and they are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. It was reported the bit was retained inside of the patient¿s bone, so micro-motion/migration is unlikely, however, we cannot make conclusions on the impact of the non-implantable foreign body on this patient. According to the report, the surgery was completed with a non-significant delay, using the same device. Since it was reported the patient was discharged and is recovering normally, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.